Event description:
It was reported the subject device had overpressure alarm. The issue occurred during service/ maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d9, h2, h3, h4, h6 the device was returned to olympus for inspection, and the reported malfunction was not confirmed. Based on the results of the investigation, the reported event could not be reproduced and a definitive root cause could not be established. However, the investigation revealed another unrelated reportable malfunction; the printed circuit board connector was damaged. The observed damage was attributed to failure of the component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.